Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to pericardial effusion. The right ventricular lead was explanted and replaced. The patient was stable and in good condition post procedure.